Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels for approximately 8 weeks with blood glucose levels up to approximately 400 mg/dl. Patient stated he took correction via the infusion device after changing accessories; no success. Patient reported he then took correction via pen; successful. Patient stated his basal rate was okay. Patient reported he thinks the infusion device delivers too low insulin. Patient stated he experienced no health problems. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. Consumables: the adapter was contaminated during usage. Infusion set: the returned used head set and transfer set were visually inspected and tested for flow and tightness. The test results were within specifications. Cartridges: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.